Manufacturer narrative:
Age:unknown, not provided. Weight: unknown, not provided. Ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be (B)(6) 2021, as the surgeon indicated 1 month post-op examination when patient complained of having visual symptoms. Date of explant is unknown/ information not provided. Initial reporter email address: unknown, not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient ended up ou 20/20 j1, but could not tolerate glare and halo after the implantation of the synergy intraocular lenses (iols) in both eyes (ou). The lenses were removed and replaced with non-johnson and johnson monofocal lenses after the 1-month post-op appointment. The explanted iols were discarded and are not available for return. No further information is available. This report represents the left (os) eye. A separate report will be submitted for the right (od) eye.

Manufacturer narrative:
Age:unknown, not provided. Weight: unknown, not provided. Ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be (B)(6) 2021, as the surgeon indicated 1 month post-op examination when patient complained of having visual symptoms. Date of explant is unknown/ information not provided. Initial reporter email address: unknown, not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient ended up ou 20/20 j1, but could not tolerate glare and halo after the implantation of the synergy intraocular lenses (iols) in both eyes (ou). The lenses were removed and replaced with non-johnson and johnson monofocal lenses after the 1-month post-op appointment. The explanted iols were discarded and are not available for return. No further information is available. This report represents the left (os) eye. A separate report will be submitted for the right (od) eye.